Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates. Reportedly, the customer felt that the pump was under-calculating the fill estimate. Additionally, on 6/19/2017, due to the insulin gauge decreasing faster than expected, the customer received a low insulin alert occurred. There was no impact to the customer's blood glucose level. It was confirmed that the customer will use the pump for continued insulin therapy.